Event description:
On (B)(6) 2009, pt reported while performing the change the insulin cartridge process less than 20 units of insulin spilled inside the infusion device. He stated he poured out the excess insulin from the infusion device and switched to the backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.